Event description:
A multicenter retrospective analysis of 847 patients receiving adcon-l was conducted at 10 clinical centers. Individual pt data was obtained from the case report forms for pts noted to have had an adverse event. All pts receiving adcon-l underwent a primary, unilateral lumbar root decompression. In 1998, the pt underwent a primary right l5-s1 spinal root decompression. On event date, the pt presented with persistent radicular pain. The investigator noted the event as moderate in intensity. Pt sent for physiatry consult with physical therapy and injections. Pt was diagnosed with post laminectomy syndrome. The outcome of the event is continuing with treatment. The investigator noted this event as unrelated to the administration of adcon-l. The investigator noted a possible explanation for the event as continued radiculopathy because of neurocompression.